Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system in which the procedure was uneventful up until atrial expansion (blue knob) was attempted. The blue knob was rotated in the proper clockwise direction (with the arrows) all the way to a hard stop with no actual translation/movement of the inner capsule. Upon further inspection of the delivery system with fluoro, a break in the mid-lumen that connects to the inner capsule was noticed a few centimeters proximal to the flexes. The mid-lumen had fractured rendering the blue knob non-functional. After removing depth, counter-clocking, and retracting nose cone to optimize valve position, the physician used the advised snare technique unsuccessfully. It was attempted at multiple locations along the delivery system both proximal and distal to the flexes. The physician also attempted to snare the inner capsule to see if it could provide manual traction to pull back the inner capsule with no success. It was then decided to snare and cinch down just proximal to the inner capsule on the mid lumen and add depth with the depth knob. The snare held the deliver system atrial to maintain anchor height while adding depth translated the locking ring out of the inner capsule to allow the valve to successfully deploy. Valve was able to be centrally located and coaxial throughout the procedure. Leaflet capture was confirmed on each anchor during the anchor spin. No leaflet pinning observed. The anchors were at the hinge points of the annulus prior to final valve release. The valve did not expand evenly and as expected during ventricular and atrial expansion stages. At final position post deployment, the valve anchors were snug in the leaflet hinge points. The patient was in stable condition and discharged. As per medical opinion, the perceived root cause of the event is the delivery system mid-lumen fractured cause a loss of control of the inner lumen and atrial valve expansion/deployment.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review. The complaint for unable to release valve was confirmed with empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. T-mid lumen separation at the t-mid lcht and proximal shaft weld joint was confirmed on the returned sample. The investigation concluded that incomplete metal at all four rivet locations allowed for the inability to release the valve, causing the lumen separation. A corrective action has been initiated to further investigate this event.